Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Blood glucose levels at the time of the incident were 32 mmol/l and 28 mmol/l. The customer changed the set and did bolus with the insulin pump. The customer declined troubleshooting for high blood glucose. The customer did not use sensors at the time of occurrence. The insulin pump will not be returned for analysis.